Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the he had 2 episodes of low blood glucose. Customer stated that the first incident was on (B)(6) 2016. Customer had a blood glucose level of 35 mg/dl. Customer stated that the second incident was on (B)(6) 2016. Customer had a blood glucose level of 31 mg/dl. Customer's current blood glucose is 130 mg/dl. Customer treated with food and juice. Customer has been experiencing low blood glucose for (B)(6) 2016. Customer was advised to disconnect from the pump. Customer was admitted on (B)(6) 2016 with a blood glucose level of 100 mg/dl, which dropped to 31 mg/dl. Customer was treated by friends and family with juice and food for approximately 4 hours before the helicopter transported him to the hospital. Customer was treated with an IV of glucose. Customer was wearing the pump at the time of the hospitalization. Customer declined troubleshooting.